Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
It was reported that a patient experienced an allergic reaction while using tropicalgin alginate impression material. The reported symptoms included a burning sensation of the mouth and swelling of the patient's lip. The dentist did not provide any treatment and was not sure if the patient sought any treatment afterwards.

Manufacturer narrative:
Retain device was evaluated and found to be within specification. A DHR review was conducted with no discrepancies noted.